Manufacturer narrative:
PMA/510(k) #= k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the zilbs-635-10-8 device of lot number cr1319906 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 02may2019. There was a kink noted on the flexor and a related kink on the inner catheter. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (cr1319906) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cr1319906. There is evidence to suggest that the customer did not follow the instructions for use. As per instructions for use delivery system section: "the delivery system accepts a .035 inch wire guide." & equipment required section: ¿.035 inch wireguide of appropriate length¿. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. The device was advanced over a 0.025 inch wire guide. As per instructions for use equipment required section: ¿.035 inch wireguide of appropriate length¿ using the 0.025 inch wire guide with the device may not have provided sufficient support during advancement to pass the stricture. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They tried to put the zilbs-635-10-8 in to the intrahepatic duct, but the zilbs-635-10-8 could not pass through the stricture in the intrahepatic duct.

Event description:
They tried to put the zilbs-635-10-8 in to the intrahepatic duct, but the zilbs-635-10-8 could not pass through the stricture in the intrahepatic duct.

Manufacturer narrative:
PMA/510(k) #= k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining as follows: importer site contact and address: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #= k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They tried to put the zilbs-635-10-8 into the intrahepatic duct, but the zilbs-635-10-8 could not pass through the stricture in the intrahepatic duct.